Event description:
A patient contact reported to fresenius technical support that a peritoneal dialysis (pd) patient was hospitalized following constipation with drain and fill complications during pd therapy. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and a urinary tract infection (uti). It was affirmed the patient was dialyzing at the time of the event. The patient was transitioned to hemodialysis during this hospitalization for an unreported reason (device brand and model unknown). The patient remained hospitalized and awaiting discharge at the time of follow-up. It was confirmed the patient¿s hospitalization was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis upon discharge with plans to return to continuous cyclic pd (ccpd) therapy.

Manufacturer narrative:
Correction: h6 (health effect - clinical code).

Event description:
A patient contact reported to fresenius technical support that a peritoneal dialysis (pd) patient was hospitalized following constipation with drain and fill complications during pd therapy. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and a urinary tract infection (uti). It was affirmed the patient was dialyzing at the time of the event. The patient was transitioned to hemodialysis during this hospitalization for an unreported reason (device brand and model unknown). The patient remained hospitalized and awaiting discharge at the time of follow-up. It was confirmed the patient¿s hospitalization was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis upon discharge with plans to return to continuous cyclic pd (ccpd) therapy.

Manufacturer narrative:
Clinical review: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.